Event description:
The pt underwent surgical intervention due to the fact that during an intermedullary (im) nailing of the right femur using the smith & nephew system a 6.4mm drill bit broke off inside the pt's hip. A second drill bit (same size) was loaded and used, and it too broke off inside pt's hip. Both broken pieces were left inside the bone.